Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported the patient's symptoms are returned and it is like the device is "not working". Patient said when the patient tries to communicate with the ins using the programmer the patient sees the poor communication screen. The patient was redirected to their healthcare provider to further address the issue. No further patient complications are anticipated or expected as a result of this event.